Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the gem v/nv 20d 1cv 2ss dehp free experienced component separation. The following information was provided by the initial reporter: material no.: 2420-0007. Batch no.: unknown. Alaris tubing broke off in stopcock of cvp line when detaching lipids.

Event description:
It was reported that the gem v/nv 20d 1cv 2ss dehp free experienced component separation. The following information was provided by the initial reporter: material no.: 2420-0007 batch no.: unknown alaris tubing broke off in stopcock of cvp line when detaching lipids.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-08-09. H6: investigation summary one used sample was received and investigated by our quality team. After initial visual analyses, the broken end of the male luer was realized and the customer's complaint of separation was verified. A microscope was then employed to find a possible root cause of this failure. The sample seemed to be functioning properly until the male luer was broken off. This type of fracture requires a considerable amount of force to achieve and the root cause is most likely due to improper disconnection of the luer end from stopcock. When a male luer seems stuck, it is often because the seal is still intact and only a small twisting motion or wiggling of connection is needed to dislodge male luer and remove the infusion set. A device history record review could not be performed because a lot number was not provided by the customer. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.